Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres for 10 seconds duration time, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported.